Event description:
Additional information received indicates that patient underwent a surgical procedure on (B)(6) 2022 in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient saw the ¿replace generator soon.¿ notification on their ipg. Troubleshooting was unable to resolve the issue. Surgical intervention is pending to address this issue.